Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
While using a cannula to establish an intravenous line, the cannula was leaking.